Manufacturer narrative:
Evaluation summary: the analysis results showed that a device cartridge was returned with a wedge band bypass, the right drivers damaged and the lockout tab bent. The damage to the cartridge lockout tab is consistent with damage observed when firing cycle it started, interrupted, released, and restarted.

Event description:
It was reported that during hepatic resection, upon the third firing of the device, there was a partial misfire of the reload. The surgeon used sutures to rectify the situation. There was no patient consequence.